Event description:
The customer reported the device did not power up. This was intermittent. There was no patient involvement.

Manufacturer narrative:
Failure analysis on the returned power management (pm) board shows that the power management (pm) pcba was tested and no failures were identified.